Event description:
The patient reported the omnipod 5 controller was missing sensor values and the patient went to the emergency room (ER) due to the issue. The patient was being helped by the nurse at the time of the call. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided.